Event description:
It was reported that following a breast biopsy, the doctor tried to locate the marker on the image, but did not see it. The marker was still in the device. Did not go back to place the marker. No pt consequence.

Manufacturer narrative:
Introducer sheath detached from handle. Eval summary: the analysis results confirmed that one applier was received with the introducer tube scretched at the proximal end and the collagen plug already deployed. The introducer tube was manipulated and then detached from handle. No conclusion could be reached to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.